Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope firefly for failure analysis investigation. The unit was analyzed and found to have shaft mechanical damage. The distal main tube was found to be bent inward. Despite the damage on the distal main tube, the endoscope was still fully functional. Although the mechanical shaft was damaged, the qap (quality assurance procedure) could still be performed on the in-house system. Functional tests were performed and passed. Stereo calibration, endoscope focus test and color recognition was performed and passed. Images were clear, dewarped and not grainy. Noise or motion blur was seen. The buttons was fully functional and moved intuitively. First edt testing passed. A review of logs showed q 1 of error 282 (tool invalid reason). Leak tests were performed and passed. The endoscope was also found to have a detached fragment near the proximal end. The camera was found with a broken detached fragment from the chassis, measuring 1.77 in x 0.59 in. The fragment was detached and returned with the endoscope. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a single-port (sp) endoscope was damaged when the surgeon was rotating the instrument drives to change above/below setup while the entry guide did not rotate together with the instrument drives. There was no fragment falling into the patient. The customer used a backup endoscope to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the distal part of the single-port (sp) endoscope was detached. It was confirmed that the fragment fell outside of the patient¿s body.